Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units multiple times during the load process. The customer was at work and did not have additional supplies to troubleshoot and check their blood glucose levels with. The customer's blood glucose level was unknown at the time of the call.